Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 messages that appeared on the display of home pt's homechoice machine dwell 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt left 2 unused supply lines unclamped during therapy. Baxter's technical service center assisted the home pt ending therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident, per the home pt.